Manufacturer narrative:
Isi has not received any of the instruments used during the da vinci-assisted surgical procedure involved with this complaint. There is no allegation that a malfunction of the da vinci system, instrument, or accessory occurred during the surgical procedure. Therefore, the root cause of the post-operative complication cannot be determined. The site reportedly performed microbiological testing of the da vinci instruments and endoscopes to possibly identify a source of the post-operative infections. On 04-may-2018, the surgeon indicated the following: "according to our hygiene commission, there is no indication that intuitive products are the cause of the unclear cases of infection" and "the verification of all instruments remained without result." On 14-may-2018, the site indicated that the stapler instruments used during the surgical procedures were ¿examined internally and found not to be objectionable.¿ isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Refer to the mdrs with patient (B)(6) for the additional reported post-operative infections involving the other three individual patients. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure performed on (B)(6) 2018, the patient developed a post-operative e. Coli infection and was treated with antibiotics. A surgeon believes the post-operative complication was related to the da vinci surgical system although there is no claim that a malfunction of a da vinci system, instrument, or accessory occurred. As of the date of this report, the root cause of the post-operative infection is unknown.

Event description:
It was initially reported that after undergoing da vinci-assisted colon resection procedures, performed on different days, four separate patients developed post-operative infections. Three patients underwent da vinci-assisted sigmoid colectomy procedures. The fourth patient underwent a da vinci-assisted low anterior resection (lar) procedure. Two of the four patients required re-operation via open surgery; however, in each case no leakages were found. On 03-may-2018, intuitive surgical, inc. (Isi) contacted one of the two surgeons who performed the da vinci-assisted surgical procedures and obtained the following additional information regarding the reported events: each patient received pre-operative antibiotics (i.e. ¿cefuroxint + metronidazole"). Two of the four patients received a single shot of the antibiotics while the other two received an additional shot intra-operatively. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedures. There were no reports of any intra-operative complications. Each patient presented post-operatively with an e. Coli infection. The surgeon believes the post-operative complications were strictly related to the da vinci surgical system. The site has not experienced similar post-operative infections involving traditional laparoscopic or open surgeries. According to the surgeon, 1 patient recovered and has since been released from the hospital, 1 patient was still in the ICU, and 2 patients were still in the ward. On 21-may-2018, isi obtained the following updated information regarding the patient involved with this complaint: the patient was treated with ¿tazobac¿ and ¿clont.¿ the patient did not require reoperation and has since been discharged.